Event description:
The customer reported an artifact in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The service engineer programmed the digital pc board and replaced a flat cable, spacer, washer and sleeves. He also updated the firmware. The service engineer performed calibration and self test. (B)(4).